Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspepsia ("digestion problem"), gluten sensitivity ("gluten allergy"), alopecia ("hair loss"), ingrown hair ("hair on chin"), arthralgia ("hip & joint pain"), cardiac disorder ("cardiac disorder / cardiac issues") and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the back pain, dyspepsia, gluten sensitivity, alopecia, ingrown hair, arthralgia, cardiac disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, cardiac disorder, dyspepsia, gluten sensitivity and ingrown hair to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow-up 4 and 5 processed together. Social media report received. Reporter added. Added event nickel allergy, on (B)(6) 2020: follow-up 4 and 5 processed together. Event term cardiac issues was clubbed with previously reported event cardiac disorder. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspepsia ("digestion problem"), gluten sensitivity ("gluten allergy"), alopecia ("hair loss"), ingrown hair ("hair on chin"), arthralgia ("hip & joint pain"), cardiac disorder ("cardiac disorder / cardiac issues") and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the back pain, dyspepsia, gluten sensitivity, alopecia, ingrown hair, arthralgia, cardiac disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, cardiac disorder, dyspepsia, gluten sensitivity and ingrown hair to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case was found to be a duplicate case of existing case ((B)(4)) in bayer database. All the information that includes new events, lab data, reporters, references and source documents have been transferred to retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspepsia ("digestion problem"), gluten sensitivity ("gluten allergy"), alopecia ("hair loss"), ingrown hair ("hair on chin"), arthralgia ("hip & joint pain") and cardiac disorder ("cardiac disorder"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the back pain, dyspepsia, gluten sensitivity, alopecia, ingrown hair, arthralgia and cardiac disorder outcome was unknown. The reporter considered alopecia, arthralgia, back pain, cardiac disorder, dyspepsia, gluten sensitivity and ingrown hair to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspepsia ("digestion problem"), gluten sensitivity ("gluten allergy"), alopecia ("hair loss"), ingrown hair ("hair on chin"), arthralgia ("hip & joint pain") and cardiac disorder ("cardiac disorder"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the back pain, dyspepsia, gluten sensitivity, alopecia, ingrown hair, arthralgia and cardiac disorder outcome was unknown. The reporter considered alopecia, arthralgia, back pain, cardiac disorder, dyspepsia, gluten sensitivity and ingrown hair to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.